Event description:
The customer stated that elevated architect ca 19-9xr results were generated for a female patient. (B)(6) 2012: 138.6 and 146.0 u/ml; (B)(6) 2012: 190.5 u/ml; (B)(6) 2012: 193.57 u/ml. The patient was tested using alternate methods on (B)(6) 2012. Centaur method 11.1 u/ml; axsym method 3.4 u/ml. The patient underwent the following gastroenterology procedures: endoscopy: esophagitis grade a, esophageal sessile polyps (<3 mm), gastropathy and bulbopathy to be determined, ulcer of the duodenal bulb. Colonoscopy: normal findings. Liver biopsy: normal findings. No additional patient information is currently available. There was no report of any injury to the patient as a result of these procedures.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4) - (no code available) endoscopy, colonoscopy, and liver biopsy; (false positive result).

Manufacturer narrative:
The customer provided the patient sample for investigation. Manual dilutions of 1:2, 1:3, and 1:4 were performed. The neat value was 210.70 u/ml. When the result of each dilution was compared to the neat value, no significant difference was observed, indicating linear dilutions. However, when the sample was treated with a heterophilic blocking tube (hbt) reagent, it generated a value of 69.98 u/ml. This represents a -66.8% change in concentration indicating the presence of heterophilic antibodies in the sample. Accuracy testing was completed for architect ca 19-9xr reagent lot 08056m500. Several levels of internal panels were tested. These panels contain known concentrations of ca 19-9. The results showed that the assay can accurately detect the analyte. Complaint trend review identified normal complaint activity for the issue under investigation. Investigation indicates that the architect ca19-9xr reagent is performing as intended. No product deficiency was identified.